Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. In addition to the system performance testing a medtronic representative performed earlier, he also standardized the surgeon profiles as there were differences in the settings. Some of the profiles were set for radiographic view, while other profiles were set for standard view. These profile differences could be the reason it appeared the images "flipped". The issue has not recurred since the profiles were standardized.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Medtronic representative following-up at the site, performed a system check-out to observe cranial case in mrt. Orientation appears correct per patient exam. Tested workflow to ensure image flipping not caused by stealthstation s7 system or cranial application.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged that although the fiducials were placed in an asymmetric fashion, the images flipped left/right after registration. A second navigation system was brought in to complete the surgery. There was no impact on patient outcome.